Manufacturer narrative:
(Eval results), (conclusions) - instructions how to install the magnet are part of the mr system delivery and are published for the service organizations. In the magnet installation instructions it is mentioned that gloves, protective clothing and a face shield must be worn when inserting of removing the current leads from the magnet. It is also part of the training of the field service engineers that protective measures must be taken while ramping a magnet. When these protective measures are taken the probability to get actually hurt in case helium leaks during installation is very small. The field service engineer involved wore protective gloves up to the middle of his forearm. When the current lead insertion tool broke the fse blocked the helium flow with one glove and unscrewed a part to remove the tool. When he tried to remove the tool his glove was stuck on the tool because of the cold and possibly shifted a little bit from his arm. At that moment some helium escaped and burned his arm.